Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the confirmed pump stop events was traced to the heartmate touch (MFR # 2916596-2023-00837). Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , appeared to function as intended. The submitted controller event log files captured two transient pump stops on 24jan2023 at 18:24:17 and 18:26:14 that appeared to be associated with intentional pump stop commands. These events are addressed via MFR # 2916596-2023-00837. Before and after each pump stop, the system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files indicated that the intentional pump stop was sent from the heartmate touch and was consistent with the user disconnecting a controller from the power module before the pump stop command had completed in a previous use of the heartmate touch. The patient was not symptomatic as a result of the pump stop. Related manufacturer's report reference number for the heartmate touch: 2916596-2023-00837. Related manufacturer's report reference number for the patient cable: 2916596-2023-00835. Related manufacturer's report reference number for the system controller: 2916596-2023-00831.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events while connected to the power module and patient cable. The left ventricular assist device (lvad) console was found with a do not use tag. Upon connection to the patient, power was momentarily lost and the lvad went to 0 rpms. The patient was connected back to batteries with successful power and flow restoration. A different console was connected with no issues. Log file review recorded two pump stop events on 24jan2023 while connected to the power module and patient cable. Pump speed resumed shortly after the system controller was switched to battery power. There were some unusual relative state of charge (rsoc) values recorded while connected to the patient cable. During the pump stop events, the log file recorded intentional pump stop flags indicating a pump stop command was received by the system monitor. After switching to a different console, the log file indicated that on 24jan2023 at 18:41:20 the system controller connected to the power module / patient cable without any issues. Follow up information indicated that alarms occurred when the same power module / patient cable was used on a mock loop. Additionally, it was noted that the emergency backup battery was used several times during the history - indicating that there were no external power events associated with these. Updated log file analysis after setting the intervals to 1 hour did not record any further alarms or unusual rsoc values. Controller related MFR #: 2916596-2023-00831. Power module patient cable related MFR #: 2916596-2023-00835. Power module related MFR #: 2916596-2023-00837.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.